Manufacturer narrative:
Per engineering evaluation of the returned device, x-rays were taken to check for the c-marker, and there was no c-marker seen in x-rays or close-up photos.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve embolized due to a loss of capture during pacing. While attempting to bring the embolized valve into the descending thoracic aorta, the team was unsuccessful. Therefore, they attempted to oppose the valve in the ascending aorta, but after increasing the volume in the inflation device, the balloon ruptured at full inflation. As the team attempted to remove the delivery system, the balloon would not enter the esheath, and the esheath started to split at the distal tip. The devices were then attempted to remove as one unit, but this was unsuccessful. A vascular surgeon was able to remove balloon through cut down. While prepping a second valve, the loader cap diaphragm wouldn't stay in place. The patient was converted to surgery and thv was explanted. Per pre-decontamination observations of the returned device, a full circumferential delamination was seen on sheath approximately 1 inch from the distal tip.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The returned sheath was visually inspected, and the following was observed: liner expanded as designed, the distal tip opened as designed, there was no distal tip split observed, a full circumferential liner delamination, approximately 1 inch from the distal tip, the c-marker band was not observed on the esheath or liner, x-rays taken to check for the c-marker showed no c-marker present, scratches on the esheath shaft, and a kink on the sheath shaft 4.75 inches from the distal tip. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for system components separate during use and esheath liner delamination were confirmed through evaluation of the returned device per the complaint event, 'the balloon ruptured at full inflation. As the team attempted to remove the delivery system, the balloon would not enter the esheath, and the esheath started to split at the distal tip.' Per visual inspection of the returned device, the sheath liner was expanded and the distal tip was opened, as designed. There was no split at the distal tip, but rather full circumferential liner delamination, approximately 1 inch from the distal tip. In addition, the c-marker band was not found on the sheath nor on the sheath liner. In addition, scratches were observed along the sheath shaft and a kink was on the sheath shaft, located 4.75 inches from the distal tip. A balloon burst would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to delamination of the sheath liner. Liner delamination could then expose the c-marker band and the continued withdrawal difficulty of the burst balloon into the sheath tip could contribute to the c-marker band separation that was reported. Additionally, any excessive manipulation to overcome the withdrawal difficulty may have further led to the liner delamination and c-marker band separation. A CAPA and product risk assessment (pra) was previously initiated to address reported marker band separation. The pra also documents the potential for component separation resulting in embolism, percutaneous intervention, or surgical intervention, none of which occurred during this complaint event.